Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced a prime and rewind anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the "preparing to prime" loop. The customer had to remove the reservoir because it would not stop dripping. The customer was able to rewind the insulin pump, but when she put the reservoir in the insulin was releasing uncontrollably. Additionally, the customer had multiple no delivery alarms. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected prime fill anomalies noted and the insulin pump primed properly. The insulin pump had normal operating currents and pump passed self-test, a21 error test and off no power test. All of the buttons are functioning properly. No unexpected number ramping during our testing. No unexpected stuck hold act to fill tubing screen anomalies noted. No low reservoir alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.